Manufacturer narrative:
Bci field service engineer (fse) observed that the new barcode labels used in the lab exceeded the length of some specimen tubes causing an overhang near the bottom of the tube. As a consequence, the excess label adhered to the tube ram mechanism during the sample aspiration process causing the caps to be separated from the specimen tubes when the tube was retracted. The fse removed and disassembled the rocker bed to thoroughly clean dried blood from the assembly and needle pierce mechanism. The fse also verified all alignments associated with the needle pierce mechanism and verified proper operation of components. The root cause for the caps separating from tubes is attributed to the use of bar code labels that exceeded the length of the sample tube and caused improper operation of the system during the sample aspiration process.

Event description:
A customer contacted beckman coulter, inc (bci) in regards to blood spilled into coulter lh 780 hematology analyzer after the caps were separated from the specimen tubes during the automatic sample aspiration process. There was no death or immediate exposure to user resulting from the blood spill. However, during clean up of the area, the operator's finger was pierced by the sample needle, which is addressed in a separate report #1061932-2011-00442. This report is addressing the malfunction portion of the event. An exposure control plan is currently in place at this facility.